Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "note: do not use on irritated or compromised skin. Do not use if allergic reaction occurs. Not made with natural rubber latex". The device was not returned.

Event description:
It was reported that the male external catheter had a stronger adhesive than previous orders. No medical intervention was required.